Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample. A partially circumferential split was observed at the tubing/housing joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the site of the aforementioned split. Microscopic inspection split revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material necking and discoloration were observed in the vicinity of the split. The fracture features were consistent with material fatigue failure. Fatigue failure occurs due to repetitive mechanical stress such as kinking and twisting; however, it appeared that an additional unidentified factor(s) may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the pediatric patient's mother called the nurse and noticed bleeding from his mediport site. The dressing was covered in blood and leakage was noted to come from the top of the tubing right before the needle.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the pediatric patient's mother called the nurse and noticed bleeding from his mediport site. The dressing was covered in blood and leakage was noted to come from the top of the tubing right before the needle.